Manufacturer narrative:
The unit has been returned to isi for failure analysis evaluation, however, evaluation of the unit is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the evaluation is complete and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced repeated non-recoverable system error code #25505 on one of the surgeon side console's (ss) after restarting the system. The site contacted intuitive surgical, inc. (Isi) for technical support assistance. Review of the site's system logs by the isi technical support engineer (tse) found that system error code #25505 was associated with the left remote arm controller (rac) board in one of the ssc. The surgeon made the decision to complete the planned surgical procedure using the one ssc. There was no report of any patient harm, adverse outcome or injury due to the reported issue. An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the facility. The fse confirmed the customer reported complaint. The fse found that the system error code was associated with the remote arm controller (rac) of the left master tool manipulator (mtm). System error code #25505 indicates that there was a communication interruption from the hardware during power up. The fse resolved the issue by replacing the rac. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the remote arm controller (rac) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to replicate the reported issue. The unit installed on an in-house test system and failed during start up. System error code # 25505 was generated and was found to be associated with the rac control module (rcm) board. The rcm will be replaced to repair the rac.